Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead experienced an infection following implantation. The physician was aware of the event. At this time, the pacemaker and the rv lead remained in service. Additionally, the abandoned pacemaker, along with this abandoned rv lead and right atrial (ra) lead remained in the patient's body. No further adverse effects to the patient have been reported.